Event description:
The pt suddenly lost the benefit of stimulation several months after implant. The impedance measurements were all above 4,000 ohms. The pt underwent surgical intervention. The lead was first tested alone preoperatively and impedances were correct for all electrodes (between 700 and 800 ohms). The physician then reconnected the system and checked the connection with the ins but the impedances were still greater than 4,000 ohms. The extension was replaced and the impedances were all okay, around 800 ohms. The pt was good with return of stimulation and pain relief. The extension will be returned to the device manufacturer for analysis. It was noted that the physician had to cut the extension into 2 parts during the removal procedure.

Manufacturer narrative:
(B)(4).